Event description:
A report was received that the patient's entire precision system was explanted. The patient's system was exhibiting pus from the lead site. The patient was treated with oral antibiotics prior to the explant procedure. The patient's symptoms have resided and the patient is longer on antibiotics. The patient is doing fine.